Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. There was no adverse impact to the customer's blood glucose level.